Event description:
The physician was using a nc sprinter rapid exchange (rx) balloon dilatation catheter in the circumflex. The lesion was moderately tight with a tortuous access site. The physician felt resistance when using the balloon with guidewire and removal difficulties were encountered. There was no patient injury and no clinical sequelae were reported. It was reported that the physician was able to inflate and deflate the balloon without any issues.

Manufacturer narrative:
(B)(4). Evaluation results: (root cause undetermined limited information available), none (device not available for evaluation).